Event description:
Received info that an 840 ventilator was inoperable while in use on a pt. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien service technician was not able to duplicate the alleged malfunction. The ventilator passed extended self test (est).

Manufacturer narrative:
(B)(4).